Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and went to the emergency room. Customer had severe hyperglycemia and the blood glucose value was above 300mg/dl., blood ketones were more than 10.8mg/dl. Insulin pump will not be returned for analysis.